Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms/damaged cable) has been confirmed. Upon investigation the electrode belt trunk cable was cut, severing the white (drvn_gnd) wire in the cable. The root cause for the cut trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing gong alarms and the electrode belt had a damaged cable.